Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to b5, d10, g2, h2, h6, and h11. The device was not returned to olympus for inspection, therefore the malfunction could not be confirmed. Based on the results of the investigation, it is likely that there was an error in the reprocessing procedure that was performed by the customer. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had reported that the cysto-nephro videoscope was used in combination with a maj-891 -forceps/irrigation plug that was not disassembled for cleaning. Upon disassembling, the inside was rusted and discolored. This occurred during maintenance, and there is no report of patient/user harm.

Event description:
The inside was rusted and discolored when it was disassembled.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.